Event description:
The user had rented a wheelchair through compmany initiative (through health insurance) prior to the incident. The user never received any training from company relating to the use of the device. In 2007, the user had taken his wife to the hosp and had the wheelchair folded up in back of pickup truck. He lifted the wheelchair up to open and it would not open up. He continued to pull to open and would not open. It then started to open up a little and the user began to push on the mesh seat and his left small finger became caught between the padding and the wheel web. He allegedly sustained a laceration requiring six (6) stitches. His finger was also allegedly fractured.